Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6), batch/lot number: 7073725, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1160, serial number: (B)(6) batch/lot number: 377266, model/catalog description: spectra wavewriter ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and the lead had multiple high impedances. All components were explanted and the patient was doing well postoperatively. The explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.